Event description:
Hcp reported pt with a hygroma. A catheter revision was done in which a new catheter was "spliced" onto the existing catheter. A follow up report will be sent when additional information is obtained.